Manufacturer narrative:
(B)(4).

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to impedance greater than 3,000 ohms in every vector. Twenty additional minutes were required to place a new lv lead and close the pocket. No additional adverse patient effects were reported.